Event description:
The surgery was done for the patient with cervical fracture in 2009. When the doctor was inserting skull pins with torque limiting cap, it was found that the pin penetrated the bone of the skull. The doctor removed the pin once and inserted another position to complete the case. The surgery was delayed as a result of this situation.

Manufacturer narrative:
Contact reported that patient had poor bone quality due to osteoporosis. There were no complications as a result of this situation. Patient is reporting to be doing well. Issue appears to have been related to the patients bone quality and not to any deficiency of the device.